Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the event concerning the ¿low flow rate due to defective pressure reducing valve¿ was that the pressure reducing valve was confirmed to be defective; it is assumed that the phenomenon of low flow rate occurred due to a defective pressure reducing valve. Concerning the event of ¿no alarm due to faulty pressure reducing valve,¿ it was reproduced when the inspection was conducted at olympus. Since the pressure reducing valve was confirmed to be defective, it is assumed that the failure of the pressure reducing valve caused the alarm not to sound. Concerning the event of the ¿missing front panel display,¿ the cause of the missing front panel display could not be determined. Concerning the event of ¿deformation of s-pipe,¿ since there was no indication from the customer and the event was related to a defect in appearance, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the high flow insufflation unit was identified with low flow rate due to a defective pressure-reducing valve, no alarm due to a faulty pressure-reducing valve, a missing front panel display, and deformation of the ¿s¿ pipe. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide remedial action information and corrective action numbers associated with this event. Additional information: h7: repair, h9: z-0075-2024